Event description:
It was reported that an occlusion alarm occurred on an ilet using contact detach infusion set tubing, with troubleshooting performed including tubing inspection for kinks and bubbles, test delivery, and resumption of delivery without detected mechanical issues, followed by a supply change due to elevated blood glucose of 401 mg/dl. Customer care provided support that included guided troubleshooting, education, and replacement of infusion supplies, along with arranging shipment of replacement infusion sets. Investigation of this case revealed that the event was consistent with an insulin delivery obstruction that resolved only after changing the infusion set and supplies, with no defects confirmed in the inspected tubing or current set. No clinical symptoms associated with hyperglycemia reported. Outcomes included stabilization with blood glucose trending down to 222 mg/dl without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or site related interference with insulin delivery leading to transient occlusion.